Event description:
It was reported that during the implantation of a left bundle branch area pacing (lbbap) placement, the helix of the right ventricular (rv) lead could not be extended into the myocardium, as the helix mechanism continued to retract. Despite over 50 attempts to rotate and extend the helix, extension difficulty continued. Attempts to reposition the lead to access the lbbap were made, but the helix continued to have extension and retraction issues, leading to unstable threshold values and making it difficult to properly stabilize the lead in the desired location. Consequently, the physician decided to abort the procedure and plans to bring the patient back at a later date to implant a product from another brand that is more suitable for the left bundle branch.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A wire insertion test was also performed and indicated no blockage in the lead lumen. The helix mechanism test was unsuccessful due to the helix housing being clogged with dried blood/body fluid and tissue.

Event description:
It was reported that during the implantation of a left bundle branch area pacing (lbbap) placement, the helix of the right ventricular (rv) lead could not be extended into the myocardium, as the helix mechanism continued to retract. Despite over 50 attempts to rotate and extend the helix, extension difficulty continued. Attempts to reposition the lead to access the lbbap were made, but the helix continued to have extension and retraction issues, leading to unstable threshold values and making it difficult to properly stabilize the lead in the desired location. Consequently, the physician decided to abort the procedure and plans to bring the patient back at a later date to implant a competitor's product that is more suitable for the left bundle branch. The lead was received for analysis.